Event description:
Customer's description: the device stopped and started the therapy several times between 5:40 am and 5:50 am. Finally it stopped at 5:50:40. The device did not give alarms (because the unit turned itself off). The nursing staff started the vivo again at 5.45 manually - the device did not stop and did not create problems till 11:50 am. A technician was going to check the vivo at 11:51:30. The device was running at that time but did not react anymore by pressing the buttons on/off.

Manufacturer narrative:
Under (B)(6) law, pt info is considered confidential and will not be released by the hospital. Another device, s/n (B)(4), with a similar problem was reported at the same time. (B)(4).